Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has decided to not pursue revision surgery at this time. The recipient is currently wearing the device. This is the final report.

Event description:
The recipient is reportedly experiencing decreased performance. A review of the recipient¿s test data indicated impedance issues.